Event description:
It was reported asymptomatic patient presented to hospital for device changeout. It was noted rv lead had history of lead noise and patient received inappropriate therapy. Lead was explanted and replaced. Patient was stable after event.